Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report sensor error alarms. Troubleshooting could not be conducted as the transmitter was not fully charged. The customer then stated that she was hospitalized due to low blood glucose levels, but not due to the insulin pump. No further information was given.